Event description:
Treatment of a large unruptured saccular aneurysm measuring approximately 10mm x 6mm located in the cavernous segment of the left ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline (4.75mm x 16mm) embolization treatment. During the procedure, it was reported that balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed on the proximal end of the pipeline to achieve full wall apposition. Post angiogram showed slow flow into the aneurysm. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).